Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate electric shock due to noise and oversensing. Possible causes were discussed and troubleshooting options were recommended. The patient presented to the clinic and isometric testing was performed. The noise was unable to be reproducible. Reprogramming efforts were performed. Currently, this s-ICD system remains in service and no additional adverse patient effects were reported.